Manufacturer narrative:
(B)(4). Date sent: 6/21/2024. D4: batch # 634c69 . Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device arrived with no apparent damage, with anvil missing and with a battery inserted. The battery was received drained with no apparent damage. The breakaway washer was not present and the device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed the green checkmark illuminated indicating that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator. In addition, a tyvek was received along with the device. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional information received: rectal dissection position was lower than ra (about rb according to sales rep). ·the anvil was not replaced, only the device was replaced and re-anastomosis was performed. ·no additional tissue was removed, and re-anastomosis was performed without any problem. ·there was no creation of a colostomy. ·there was no problem in tightening the adjusting knob. ·the patient is stable after the procedure. A manufacturing record evaluation was performed for the finished device batch number 634c69, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an open partial hepatectomy and lar, the doctor turned the knob and closed the spear completely. But the device could not be fired at 1st firing. The green check mark was illuminated from the beginning. (The nurse was not sure the light was illuminated since the nurse set it up.) Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 5/7/2024 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.